Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name pendant; product ID bi70000336 (lot: -); product type: h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A05 was coded for the z-axis being off and the dingus being misaligned. A110201 was coded for the pendant not responding. A150204 was coded for the door not opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-axis down on the pendant was not responding. The system was docked and the z-axis was offset by 1 inch. The dingus was misaligned. The door was not opening.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further review of the event identified that this event does not meet the definition of a complaint as the failure was identified during pre-delivery inspection.